Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation with p/r-wave amplitude. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced extreme swelling in their feet, ankles and calves. It was noted the issues began when the patient began wearing a bluetooth enabled smart watch. It was noted that when the watch was removed the swelling was disappeared. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.